Event description:
Patient was initially treated with posterior lumbar fusion at l3-s1. Approximately 5 months later, patient was returned to the operating room and underwent a posterior lumbar fusion from t10 connected to the previous fusion with a parallel connector at l3. X-ray taken on follow-up visit to the surgeon showed the rods broken bilaterally inferior to the parallel connector at l3. Patient was not in pain and reportedly could hear 'clicking' when she walked. The breakage created gross instability in the spine and she was returned to the operating room for removal and replacement of the rods bilaterally. This report is one of two for the same event.

Manufacturer narrative:
Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.